Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that a box of pen ndl 32g 4mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that there is no expiration date on box. Verbatim: consumer requested information on pen needle expiration, stated that there is no expiration date on the box. I provided expiration information. "

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that a box of pen ndl 32g 4mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that there is no expiration date on box. Verbatim: consumer requested information on pen needle expiration, stated that there is no expiration date on the box. I provided expiration information."